Manufacturer narrative:
There is no evidence of quality issues associated with this complaint based on the archive sample analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millennium continues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges. Unconfirmed. This report was initially submitted on 04/29/2024. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information.

Event description:
Customer reported: customer stated that in the last case of mixing syringes he got each tray has at least 1-2 defective syringes out of 25. In one case he opened this last weekend, there were 4 defective syringes out of 25. When he tries to draw up fluid, nothing is able to happen.

Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection. This supplemental MDR is being submitted to correct manufacturing site address provided in the initial MDR [3014312726-2024-00207]. The previously reported was incorrect. The correct manufacturing site address is zhejiang longde pharmaceutical co., ltd no. 501, shunfeng rd., linping district 311106 hangzhou zhejiang, china.